Event description:
It was reported the hand pieces were used during an unknown procedure. Both devices malfunctioning. No specifics were provided. It was unknown how the case was completed. No pt consequence.